Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2019-03286. Reference MFR. Report: 1627487-2019-03630.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2019-03286, reference MFR. Report: 1627487-2019-03630. Follow up information identified the patient¿s symptoms have resolved following the explant of the system.

Event description:
Device 3 of 3; reference MFR. Report: 1627487-2019-03286, reference MFR. Report: 1627487-2019-03630. It was reported the patient¿s ipg incision was swollen, discolored and was about to come open. The patient also had a reaction behind the ear where the extension header was located. Since the physician felt this was an allergic reaction to the implanted system, the system was explanted on (B)(6) 2019. The patient has been referred to a specialist to test for allergic reaction to the system components.